Manufacturer narrative:
The main component of the system and other applicable components are: product ID: neu_unknown_lead, product type: lead.

Event description:
Patient mentioned lead placement was a lot more painful and uncomfortable than they expected. Patient also drank a lot of water yesterday because they had signs of a possible bladder infection. Patient was doing fine now. Patient was advised to consult with doctor for more information. There were no complications or that no further complications were reported.